Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Nurse reported with a description of the lens was defective, it was not placed in the eye. Additional information received and stated that the one of the haptics got stuck in the inserter and broke off when pulled out and stated that the defective lens was removed from the eye and a new one was implanted. The procedure was completed on same day.